Event description:
It was reported by service report that the auxiliary lock was not staying in the unlocked position when disengaged causing the cot to not unlock to load into the ambulance. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Auxiliary lock assembly.